Manufacturer narrative:
The field service engineer (fse) that the sample probe liquid detection did not work properly. The sample probe was replaced and adjusted, valves on the sipper flow path were cleaned, the sipper and vacuum nozzles were cleaned, and an ise block check was performed. An ise check, calibration, and qc were performed successfully. No further issues were reported after the service visit. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 42 patient samples on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory. A nurse questioned the results and upon further review, it was discovered that qc run prior to the samples was outside of the acceptable range and the samples were repeated on another analyzer. The repeat results from the other analyzer were deemed correct. Refer to the attachment to the medwatch for all patient data. The na electrode lot is c48 and the expiration date is 18-jul-2023. The cl electrode lot is v89 and the expiration date is 30-may-2023.